Manufacturer narrative:
The reported complaint of unexplained high voltage charging during high voltage lead impedance test was not confirmed. Based on the information provided, it was determined that there was no indication of charging occurring during the test.

Event description:
It was reported that the patient presented in clinic for follow-up. During a high voltage lead impedance test, it was noted that the patient's implantable cardioverter defibrillator (ICD) began to inappropriately charge. No intervention was performed. Patient was stable throughout.